Event description:
Additional information received indicated the ipg was replaced as it was inoperable. Also, prior to the ipg replacement, the ipg was unable to communicate with external devices. It is unknown when the patient last charged the device or had stimulation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced for an unknown reason.